Event description:
During a cardiac arrest situation, a single lumen central line was used by the attending physician to get IV access. While attempting to push fluids through the line, it was found to be leaking due to a split at the tubing hub. At no time was there any trauma to the hub to cause the split. There was no injury to the pt due to the incident but may during other treatment situations.